Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (1 gram, once in 4 days, route not reported) and fortum (1 gram, once daily, route not reported) for peritonitis. At the time of report, the patient was recovering from the event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapies were discontinued and patient was switched to hemodialysis. It was reported the fluid was not clear, the patient remained hospitalized and was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.